Manufacturer narrative:
Additional information and corrected data: through follow-up the lens serial number was confirmed. Therefore, the following fields are being updated accordingly. Section d4 - model number: zxw300. Section d4 - catalog number: zxw300i105. Section d4 - serial number: (B)(6). Section d4 - expiration date: 22-nov-2024. Section d4 - UDI number: (B)(4). Section h4 - device manufacture date: 21-nov-2019. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient who was implanted with a non-preloaded extended depth of focus intraocular lens (iol) complained of strong halo and glare. A iol removal and replacement is not planned. There were no patient injuries and no other medical intervention was required. No further information was provided.